Event description:
It was reported that during a right lead revision on (B)(6) 2025, (related manufacturer reference number 3006705815-2025-04756) patient experienced shortness of breath. The patient was stabilized by the anesthesiologist, and the entire system was explanted to address the issue.

Manufacturer narrative:
It was reported that the physician was in the process of explanting the fractured lead. Patient was having difficulty breathing and had an obstructed airway. The anesthesia team flipped the patient. Once the patient was stable, he was placed back on the table and the physician decided to explant the whole system at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.